Event description:
It was reported that the customer had more problems with high blood glucose levels since she started using the insulin pump. Customer stated that her blood glucose level never went over 200 mg/dl, but now it is in the 400's mg/dl. Customer stated that she used to suffer from a lot of low blood glucose levels, but since using the pump, it has only happened twice. Customer does have a service dog in case she may have a low blood glucose level. Customer declined to talk to the helpline because she just saw her doctor, who wants her to wait another 6 weeks. They are trying to do things slowly and see if she will get adjusted because they don't want her to suffer from a lot of lows again. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.